Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to hypoglycemia on may 15 and may 16 with unknown blood glucose level. The customer forgot to turn on the stop before low basal pattern one started up. The customer's other blood glucose level was 31 mg/dl. The customer also reported that the insulin pump kept on giving insulin. It was unknown if auto mode was active during reported event. The device will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report . (B)(4)